Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified moisture ingress in the panel. The entire control panel was replaced to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. A CAPA has been implemented for this type of issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
In the manufacturer narrative of the initial report, submitted july 21, 2017, it was indicated that moisture ingress was identified as the root cause of the reported issue. This statement was incorrect. While fluid ingress into the control panel was identified during service (filed under medwatch report number 9611109-2017-00563), this condition is unrelated to the reported error code. The error code was a result of a faulty part, and the supplier has been changed as corrective action.